Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found the primary finding of broken instrument grips-tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.124" x 0.273" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the mega needle driver instrument tip broke off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the tip of the needle driver was broken off. The instrument was inspected prior to use. The instrument was broken during central processing. The incident did not involve a fragment falling inside the patient's anatomy. The instrument was returned to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure are available for isi review.